Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 426mg/dl due to calibration issues. The customer treated with insulin. Customer indicated that they had sensor glucose and blood glucose differences. Customer did not know their sensor glucose reading. Troubleshooting advised customer on proper insertion and site technique and how to properly calibrate. Customer declined to troubleshoot for high blood glucose and indicated that the sensor was curved when it was removed. No further assistance was necessary.